Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized and emergency medical services due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 524 at the time of incident and current blood glucose level was 156 mg/dl. The customer was treated with manual injection. The insulin pump will not be returned for analysis.